Event description:
It was reported following deployment of the angio-seal device, the pt was discharged from the hospital. The pt later (unknown time) returned with symptoms related to the groin; the femoral artery was occluded. Under spinal anesthesia, the pt underwent a femoral endarterectomy with patch angioplasty. The following are details: an incision was made below the inguinal ligament after the femoral artery blood flow was controlled proximally and distally. An area of confusion of the artery was seen and the artery was dissected circumferentially. Heparin 3,000 was given at this time. After gently occluding the artery, an arterioromy was made. The intima was compressing the lumen and the device was compressing the intima towards the lumen creating a high grade stenosis. A longitude incision was made and plaque was removed with intima to create a flesh arterial closure. A patch was sewn in place with 6.0 prolene suture. Blood flow was re-established and pulses were present. The wound was irrigated and closed with 3-0 vicryl and skin staples. The pt tolerated the procedure well. The hand written surgeon's note were reviewed by the cath lab manager and stated the occlusion was due to plaque displaced by the angio-seal anchor; plaque shifting - paddle wedged under the plaque causing an occlusive flap of plaque.